Manufacturer narrative:
The customer's staff informed that the patient struggled to get over the side rail when getting out of bed because she is short and the side rail, even lowered, extends above the bed frame. The patient tended to catch the side rail with her leg while training to stand up. To help the patient the customer staff inserted pillows between the side rail and the mattress. When at the facility, the arjo service technician noticed that the mattress was 36-inch wide, while the bed's extension frames were in extended position. It created a gap between the side rail and the mattress. Thus, the patient had to sat on the side rail mechanism to get out of the bed what led to the side rail damage. The citadel plus instruction for use (IFU 831.374-en) indicates that the bed frame is equipped with 8 width extensions that allow for adjustment of the width of the mattress support surface. When the bed is extended 48-inch wide mattress could be used. Thus, based on the collected information, the width of the bed frame was not adjusted to the mattress. The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The IFU states that "the caregiver should always aid patient in exiting the bed." In the complaint at hand the patient was trying to exit the bed. It is unknown whether the patient was assisted at that time. The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. In the complaint at hand when the arjo service technician visited the facility, he found the bed in the lowest position. The procedure how to transfer the patient from the bed is also described in the IFU. It is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. The device was in use by the patient when the issue occurred. This record was assessed as reportable due to the side rail panel partial detachment from the bed as the detected issue upon reoccurrence may result in the patient fall from the bed. No injury was reported.

Event description:
Arjo became aware that the left side rai of the citadel plus bed frame is broken. The device inspection revealed partially detached side rail. Screws holding the panel were ripped off. The customer¿s staff informed that the patient sat on the side rail when was trying to stand up. No fall was reported. No injury was sustained.